Manufacturer narrative:
Conclusion and justification status for MDR: the complaint description was: depuy pfc sigma revision knee system was revised on (B)(6) 2016 at (B)(6). Reason for revision; pain and loosening. Implants not available for collection. No record of the implants were available from hospital or surgeon. We will follow up to see if these can be provided. (B)(6) male patient. (B)(6). (B)(6) and 175cm. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination(s) since release for distribution. A review of the device history records for all products documented in the complaint identified no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. It was identified in the additional information that there was a case of off label use as a zimmer patella had been used. This was investigated as a separate complaint in (B)(4). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision; pain and loosening.